Event description:
It was reported that while in use on a patient, the 980 ventilator had a loss of ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient. Per review of the logs, the ventilator entered backup ventilation at the time of the event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator had a loss of ventilation. Per review of the ventilator logs, the ventilator entered backup ventilation at the time of the event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found error code a relevant diagnostic code in the ventilator logs that the ventilator entered backup ventilation (buv) at the time of the event but there was no evidence that there was a loss of ventilation. The sp replaced the exhalation valve assembly. Additionally, the sp replaced the oxygen sensor which would not have contributed to the reported event. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One exhalation valve assembly was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced exhalation valve assembly did resolve the issue in the field; however, the returned component was analyzed and was tested satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Component code added. H3 device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ve ntilator had a loss of ventilation. Per review of the ventilator logs, the ventilator entered backup ventilation at the time of the event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that unit entered backup ventilation in memory but could not duplicate. Unit is in working condition. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device logs were made available for evaluation. Per evaluation of the device logs, associated diagnostic codes for backup ventilation were found. The evaluation of the device has been initiated, however, the repairs of the device have not yet been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator had a loss of ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient. Per review of the logs, the ventilator entered backup ventilation at the time of the event.